Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing, and resistance was experienced during the fill process. Customer primed the tubing to address the issue. Customer's blood glucose level was 367 mg/dl.